Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found that the ceramic head (insulation beak) comes off. Based on the results of the investigation, the insulation beak failure is mechanical component problem, but the cause of insulation beak failure could not be determined. The most likely cause is impact, dropping, shock or similar stress. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the inner sheath had loose ceramic head. The issue occurred during reprocessing. There were no reports of patient harm.